Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that repeated downstream occlusion alarms were occurring during epidural infusions using a cadd-solis pump at (B)(6) hospital. Anesthesia staff experienced downstream occlusion alarms while priming the cadd tubing when it was disconnected from the patient, indicating the issue was not related to the epidural catheter. Manual flushing of the catheters did not identify any occlusion. The downstream occlusion alarm was set to low sensitivity. There was no patient involvement or harm was reported.